Manufacturer narrative:
The reported complaint that patient's temperature rose while using icy catheter (lot 216403) and the flow indicator of the start-up kit (suk) was not rotating, suggesting a catheter kink, was confirmed during visual inspection. The catheter shaft was observed kinked at 7.5 inches away from the catheter tip. The probable root cause of patient's temperature rising and the pinwheel of the suk not rotating could be the kink on the shaft. The exact timing and cause of the kink on the catheter cannot be determined; however, improper handling of the catheter cannot be ruled out. Visual inspection of the returned catheter was performed and found the catheter shaft was kinked at 7.5 inches away from the catheter tip (the severe kink was between the proximal and medial balloons), confirming the reported complaint. No other physical damage was observed. Blood residue was observed on the balloons and in the luered tubings. Functional testing of the returned catheter was performed. All infusion ports and lumens were flushed without resistance, except the in/out luered tubing due to the severe kink on the shaft. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no leak, no issues were observed. The balloons did not leak during testing. An additional guidewire test was performed: a known-good zoll guidewire was slowly inserted through the central lumen of the catheter, starting at the tip of the catheter. The guidewire was stuck at 7.5 inches away from the catheter tip due to the kink on the catheter shaft. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints reported for the icy catheter with lot number 216403.

Event description:
On 5/16/2026, during ivtm therapy using the icy catheter (lot 216403), the patient's body temperature rose. Upon inspection, the flow indicator of the start-up kit (suk) was not rotating, suggesting a catheter kink. When the catheter and the suk were separated and saline solution was circulated using only the suk, the flow indicator rotated normally, indicating that the catheter was bent. The dwell time was 2 days. The catheter was replaced with another product, and temperature management was continued. No patient injuries were reported.